Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, a transesophageal echocardiogram (tee) was performed noting a pericardial effusion. Additionally, the right atrial (ra) lead exhibited sensing issues and high pacing impedance. The ra and right ventricular (rv) lead were also noted to have released prematurely. The physician explanted and replaced the ra and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported event was effusion. As received, a complete lead was returned in one piece with helix bent and clogged with blood. The helix mechanism/extension length test was not performed due to damaged helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested were in specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.